Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis on (B)(6) at 11 am with blood glucose of 561 mg/dl. Patient's current was blood glucose 216 mg/dl. Customer states that they was sleeping when noticed leak on infusion set.. Customer reports they feel okay to troubleshoot. The customer experienced symptoms such as nausea , vomiting, difficulty breathing, pretty dizzy at time of event. Customer reported that in the morning, sensor stopped working and sensor was turned off at time of event. Customer treated for high blood glucose with IV drip until blood glucose was dropped to 216 mg/dl. Customer reports they have not contacted their healthcare provider regarding the high blood glucose. Customer was in emergency room as a result of high blood glucose. The customer was wearing the insulin pump during the hospitalization. Based on customer report customer does not allege pump was under delivering. The insulin pump will not be returned for analysis.